Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during delivery. Pump showed secondary finished. The pump beeps and show secondary finished. The normal saline bag was empty and there was still some of the secondary monoferric bag left. Additional product (secondary monoferric) was being used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent functional flow accuracy testing at a rate of 30ml/hour with volume to be infused of 30ml and the short, simulated therapy was successfully performed. During event history log review, the monoferric infusion was programmed with a newly loaded set. The infusion started at 12:41:58 with a pump rate of 90ml/hour, two minutes within the initial pump rate. The user increased the rate to 175ml/hour approximately 17minutes later and finally to 290ml/hour 18minutes later. The secondary infusion ran to completion. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.